Event description:
.Patient reported a right side device rupture. Device has been explanted. Healthcare later confirmed "the patient noted pain in the right mammary gland, a change in shape, density. Implant rupture detected by ultrasound".

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture and pain was reviewed on april 12, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a right side device rupture. Device has been explanted. Healthcare later confirmed "the patient noted pain in the right mammary gland, a change in shape, density".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.